Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head and liner exchange due to excessive lysis behind the cup and eccentric poly wear. A ceramic 28mm large taper head and 54x28mm duraloc liner and locking ring were removed. Allograft was applied to the bone deficiencies. A stryker 36mm liner was cemente into the duraloc cup and a 36mm large taper head was selected and implanted. Doi: unknown dor: (B)(6) 2021 left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.